Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation, the device failed an active exhalation verification test step during testing. The device's 3-way solenoid valve was replaced to address the issue.